Manufacturer narrative:
H10. Additional manufacturer narrative: it is unknown if the patient has undergone valve-in-valve procedure based on the limited information received. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001 it was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm aortic valve required a valve-in-valve procedure after an implant duration of 10 years. No other information was provided.